Event description:
Reportedly, svo2 value was abnormal. Svo2 measurement value was around 50%, which was 20% different compared to the real svo2 value. No patient complications were reported.

Manufacturer narrative:
Device not returned.